Event description:
After aseptic mobilization, the pt was revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products were unable to confirm the reported event. Following further investigation by bioengineering and applied research, notification was received that: root cause: undetermined, no clear reason is given for revision. Some cement remains on the femoral implant indicating mechanical fixation in these areas. The tray appears to have been well fixed. Wear has taken place and it is not possible to separate wear and creep, the tray and femur contain mainly fine scratches within the contact area. The additional scratches on the tray are thought to be retrieval damage. From the information available it is not possible to say why this device failed. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.